Manufacturer narrative:
The initial report for this case is a duplicate of case (B)(4). This supplemental report is to void case (B)(4). There will be no follow up report for (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during intubation, the screen turns black. No negative impact in state of health reported.